Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a CT guided percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. During the procedure, it was noted that the sure loktm thread had broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the clinician holding the packaging of the drainage catheter, where the product label details was mentioned and verified with tw details. A partial view of the trocar needle and cannula protruding from the packaging can also be seen. The investigation is conclusive for the reported thread break and material separation issues as the provided photo was not sufficient to confirm the issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a CT guided percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. During the procedure, it was noted that the sure loktm thread had broken. The procedure was completed using another device. There was no reported patient injury.